Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should further information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed diaphragmatic stimulation and loss of capture. Lead dislodgement was suspected. A revision procedure was performed. This lead was successfully repositioned. One month post later, loss of sensing and loss of capture was displayed. The lead had moved to a position near the tricuspid valve despite suturing in place. A second revision procedure was performed. This lead was repositioned. No adverse patient symptoms were reported.